Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a partial display anomaly during a training session. Customer ran a self test and there were small black squares within the white screen. Customer passed the self test successfully. Customer stated that the pump screen was frozen and gray. Customer will insert a new battery as soon as possible and then monitor it.